Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found blood streaks on the tube wall after centrifiguration. The following information was provided by the initial reporter. The customer stated: "many batches of bd yellow-head blood collection tubes are prone to blood streaks on the tube wall after centrifugation, which often causes the detection equipment to alarm."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found blood streaks on the tube wall after centrifiguration. The following information was provided by the initial reporter. The customer stated: "many batches of bd yellow-head blood collection tubes are prone to blood streaks on the tube wall after centrifugation, which often causes the detection equipment to alarm."